Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device cubie did not open while dispensing a medication. A technical support specialist confirmed that the 07 and 08 cubie had replaced to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that a bd pyxis medbank cubie would not open when issuing an item and needs replacement- bin 07 08 oxycodone 5mg. It was tested using pyxidiag and malfunctioned- timeout command when trying to open cubie.